Manufacturer narrative:
The reported event was not related to device malfunction. Per the initial report this could have been the result of a high stick. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
Vascade was selected for closure on obese patient. Device was inserted into the sheath and deployed. The sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted to expose collagen. The collagen was deployed, final hemostasis was achieved and the device was removed. Two to three hours post deployment, the patient complained of nausea and severe pain to her right leg. She was kept overnight for observation on her hgb dropped. CT scan performed and large retroperitoneal bleed located on right side. Four units of blood giving and patient reported stable. Per the angiogram image it appears to be a high stick.